Event description:
The customer reports in january 2004, she obtained a bg result of 612 mg/dl, which is outside the system's measurement range of 10 to 600 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.